Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However based on the report of the user facility, omsc surmised there was the possibility this phenomenon was attributed to the user misunderstanding for the reprocessing of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that a foreign material looked like a whipworm came back through the subject device which connected to the endoscope flushing pump at the end of the colorectal cancer screening diagnostic procedure with using the endoscope co2 regulation unit. The procedure was completed with the subject device. This thing made notice that the user has not reprocessed only this time, but also the subject device has not been reprocessed at all since the user has gotten and used the subject device. Since there was no patient injury associated with the subject device, the user would not plan to perform the blood test for former patients. Also the user presumed that the cause of the foreign material coming back because it was in the situation with using under the abdominal pressure getting and taking a time longer than usual for this diagnostic procedure. After this thing happened, the user facility tested (not a microbiological test) the sample of residual water of the subject device and some other auxiliary water tubes owned by user facility. Almost of those results showed that they were not clean. The user facility conducts 4,000 - 5,000 cases per year for reference. There was no patient injury associated with this report. The user intends to use new maj-855 and reprocess it every after procedure.